Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's wife reported via phone call of a no delivery alarm on the customer's insulin pump. Customer's blood glucose level was 127mg/dl. Troubleshooting was conducted, and changing the reservoir resolved the issue. Customer was advised to monitor issues and call back if he runs into more issues. The customer is sending the reservoir back for analysis, and receiving replacement sets and reservoir.